Event description:
Medical records and operative notes reviewed: on (B)(6) 2021, patient received a primary left total knee arthroplasty to address end-stage osteoarthritis. The patient received j&j sigma press-fit femur and cemented patella and tibial tray components, with cr rp tibial insert articulation. Depuy bone cement was utilized. The procedure had no reported complications. On (B)(6) 2021, patient was treated with a left knee manipulation under anesthesia to address arthrofibrosis. Prior to the procedure, he only had about 95 degrees of flexion, with significant stiffness. Following the manipulation, the patient was able to flex between 115-120 degrees. There were no reported complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Clinical adverse event received for adhesions. Event is serious and is considered moderate. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2021, date of event: (B)(6) 2021, (left knee). Treatment: manipulation under anesthesia (B)(6) 2021.